Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set). The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. The technical services representative explained the alarm to the patient and assisted with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device has been returned for evaluation. Visual inspection was performed with no issues noted. The device underwent leak testing, clear passage testing and a clamp function test with no problem identified. During the leak testing, lab connectors were attached to each line and there were no leaks form any connections. The sample was also run on the homechoice device with no issues. The system error 2240 could not be verified through the evaluation of the device and the cause could not be determined. The automated pd set with cassette met product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.